Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a female patient who had essure inserted unknown). Additional non-serious events are detailed below. Other product or product use issues identified: medical device monitoring error ("I had 3 of them placed inside me"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criteria medically important and intervention required), malaise ("it was making me sick"), tooth loss ("loosing teeth") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). At the time of the report, the tooth loss and alopecia had not resolved. No causality assessment was received for essure with regard to malaise, allergy to metals, tooth loss or alopecia. The reporter commented: I just want some compensation for what I've lost and I don't get that. I needed to have it out because I was getting sick. I am allergic to nickel. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: medical device monitoring error ("I had 3 of them placed inside me"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criteria medically important and intervention required), malaise ("it was making me sick"), tooth loss ("loosing teeth") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). At the time of the report, the tooth loss and alopecia had not resolved. No causality assessment was received for essure with regard to malaise, allergy to metals, tooth loss or alopecia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.